Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on 08/26/2015 with the following findings: multiple loss of prime warnings were observed in the pump¿s black box due to a low nonzero force. The pump was exercised for 24 hours with no loss of prime issues being duplicated. The pump¿s force sensor calibration check failed. The force sensor was removed and the resistance value was found to be within specifications. Unrelated to the initial allegation, the battery compartment was found to be cracked. The display screen was dim and discolored.